Manufacturer narrative:
We are reporting according to exemption # (B)(4). Incidents involving medical devices manufactured by (B)(4) will be reported by us, the legal manufacturer, (B)(4) on behalf of our sales and distribution company in (B)(4), arjohuntleigh inc. Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) (under registration # (B)(4)). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under registration #(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(6) 2011: (B)(6) potential incident - two staff members were transferring the resident from the toilet area back to bed. Once over the bed, the resident was put in a seated position and was being lowered down to the bed, at this point the resident leaned forward and as she leaned forward, the left shoulder clip came off the lift. When this occurred, the resident then leaned back and fell onto the bed about 8 to 10 inches. The staff removed the remaining three clips and assessed the resident for any injuries. The resident stated she was fine and enjoyed the ride. The staff then removed the sling from service and contacted the (B)(4). Older lift 1994 still in good functioning condition. I noted that back in 1994, the point of attachment on the hanger bar was completely painted. I noticed that the paint was completely worn off on these clip points on the hanger bar, this caused the sling to be loose. I tried the sling on another maximove, a newer one and the sling clicked into position and stayed in place. With the older model, which the incident occurred with, the sling did not make a clicking sound and remained loose and easy to remove for the clip point. (B)(4).